Manufacturer narrative:
The customer¿s report of heparin possibly infusing faster than expected was neither confirmed nor replicated. The pcu event log shows that heparin was first programmed to infuse on pump module s/n (B)(4) and then later on pump module s/n (B)(4). At 7:35 am on (B)(6) 2017 heparin 25000unit in 250ml was programmed to infuse at 37.4ml/hr on pump module s/n (B)(4). The infusion ran until 2:40 am on (B)(6) 2017 when the device was channeled off. The volume recorded as being infused during this period was 225.298ml. At 12:40 pm heparin 25000unit in 250ml was programmed to infuse at 22.5ml/hr on pump module s/n (B)(4). During the infusion, the rate was changed to 19.7ml/hr, 16.9ml/hr, 11.3ml/hr, 14.4ml/hr, 14.1ml/hr and 30ml/hr. The infusion ran until 4:07 pm on (B)(6) 2017. The volume recorded as being infused during this period was 1912.256ml, however 97.559ml of the volume was infused as a basic infusion. Several times the infusion was turned off for periods ranging from 8 minutes to approximately an hour and a half. Functional testing found both pump modules to be delivering fluid within specification. The disposable sets were not returned for investigation. The starting volume of the fluid container cannot be determined through device logs. The root cause of the reported event was not identified.

Event description:
The customer reported that ptt levels were greater than 180 after repeated bolus doses of heparin 25,000 units in 250 ml of normal saline and the customer is questioning if the pump inaccurately delivered the heparin. There was no report that any additional medication was provided to treat the elevated ptt; the customer did state there was increased lab monitoring.